Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a routine device interrogation. Oversensing was noted on the right ventricular lead and the oversensing looked to be high frequency noise. Programming changes were made. Lead remains implanted. The patient was asymptomatic.